Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify what was the exact issue (photo it seems that suture got pull off from the needle)? Please confirm. The issue should update to be "pull off suture needle". Please perform and document the follow up attempt for product return. H3 evaluation: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows an aluminum package with product, a winding former with an apparently detached needle. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an arthroplasty surgery on (B)(6) 2023 and barbed suture was used. It was reported that the suture pulled off when sewing in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received, one detached needle and a suture that pertains to the product code . Upon visual inspection of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was noted. The force used to detach the needle from the suture could not be determined. A functional test was performed using instron equipment and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.